Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the returned device, service could not reproduce or confirm the customer¿s reported image issue, although it is a possible sporadic failure. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the probable causes: - damage to the ccd unit - sliding error of movable l-range that occurred in the zoom scope - image occurred within the allowable range - damage or deformation of the connector the event can be detected/prevented by following the instructions for use: ·operation manual - inspection of the endoscopic system ·operation manual important information ¿ please read before use - warnings and cautions during the device evaluation, service found a leak from the instrument channel at the distal end. All labels were peeling. There was a cut on switch #1. The angulation was low. The up/down control knob was loose. There were deep dents on the distal end plastic cover. The objective lens was chipped around the edges. The light guide lens was chipped around the edges. The rubber adhesive was cracked on the c-cover and insertion tube. There were minor scratches on the insertion tube and light guide tube. The water detection sticker had been activated. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during an unspecified procedure, the image was blurry and intermittent. There was no patient or user injury reported due to the event. Further details were not provided. The subject device was returned to an olympus service center for evaluation.